Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that they had a low blood glucose value of 46 mg/dl. Customer also reported that reservoir lip ring was cracked off but still able to lock in place. Customer mother declined trouble shooting for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Insulin pump passed displacement test. Basic occlusion test. Pump failed seating test due to faulty force sensor resistance (gold). Unable to perform occlusion test, excessive no delivery test.